Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a type b dissection. There was a steep arch. Proximal aorta was 22 mm in diameter. It was reported that while delivering the proximal main stent graft the archer wire was going around the aortic arch when the wire folded into the innominate (when the delivery system was passed over the arch) causing a dissection of the innominate artery. The physician proceeded to deploy the proximal main unintentionally covering the left carotid artery. The second stent graft was deployed when it was noted that there was a type a dissection in the ascending aorta. The physician opened the patient and attempted to repair the ascending aorta and left carotid artery. However, it was noted that the dissection extended out to the coronary arteries and the ventricles. The surgery lasted for many hours into the night. However, the patient expired. The physician believes that the patient had an undiagnosed connective tissue disorder.

Manufacturer narrative:
(B)(4). Results: arterial trauma/dissection/perforation. Anatomy related; pre-existing type b dissection and connective tissue disorder. Conclusions: anatomy related; pre-existing type b dissection and connective tissue disorder.